Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿history of occlusions.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿"a visual inspection showed that the right iui connector was broken and that the lighthouse on the door was cracked, so I replaced the right iui and the door with new ones. I also replaced the door latch screw as our door kits no longer come with them, and you can't reuse the old ones. The pressure sensors were in an older style, but there was no evidence of a history of occlusions. The sensors calibrated just fine and ran an infusion of 150 ml of distilled water with no issues. There is only one error in the units' error log, and it is from 2019. I replaced the pressure sensors with new ones just to make sure that they will not cause any issues. The display on the unit is missing segments, which means that the display board needs to be replaced. We don't have any on hand right now, but we are trying to get some more in soon. I have replaced the display board with a new one. I also recalibrated the unit, and ran it through all of its pm tests, with no further issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿